Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain, increasing metal ion levels, and ultrasound evidence of a pseudotumor. Cup inclination estimated between 25-30 degrees abduction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Prior to being revised the patient's x-ray impression indicated the patient had osteopenia of the superior left acetabulum. According to the medical records upon revision, metallosis was found on the trunnion and inside the femoral head but there was no confirmation of osteolysis. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/01/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.